Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. A sample has not been returned for this complaint. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, at the very least, the customer should provide alcon with a photo of the fiber to assist with the investigation of the issue. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a pool of patients were observed with a fiber within the incision, partially external to the eye, during their one day postoperative visit. The fiber was not removed from the incisions. The current status of the patients was not indicated. Additional information was requested, however, the reporter indicated she was unable to provide additional information. This is one of three reports for this surgeon.